Event description:
It was reported that approx 1 inch of the metal curved end of the device broke off during surgery and became lodged in the tissue near the left shoulder. The pt was undergoing an arthroscopic repair of a labral tear. The piece was retrieved but the surgery was delayed approx 1 hr. No further pt info is available and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Review of the device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the event could not be determined from the info available and without device eval.